Manufacturer narrative:
(B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the conical filter was observed to be disconnected from the bottom of the chamber. The reported problem was verified. The cause of the problem was due to operator error during manual assembly. The operator was made aware of the error. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic ii ultra set had a loose filter in its chamber. This was identified during incoming inspection by the reporting facility. There was no patient involvement. No additional information is available.